Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were able to fully charge their implant but the implant battery was draining a lot faster than usual and the issue began a couple days ago. Patient stated they would go to sleep and when they woke up the implant was 'dead'. Patient reported their stimulation would stay on 'level' 1 and they couldn't get it to go up anymore. The issue began a week ago. Patient would have to get up to '70' to feel a thing then the stimulation would go back to 1. Agent reviewed information. Patient also mentioned they had an MRI coming up the 1st of the month. The patient was redirected to their healthcare provider to further address the issue. Agent provided/reviewed nas phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.